Manufacturer narrative:
The pump alarmed for compromised force sensor system during basic occlusion test due to cracked end cap. The pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were unable to successfully prime the set. The customer states the device does not display any numbers on the screen. The customer was advised to return set for analysis. Compromised force sensor system alarm was noted in the device's alarm history. The customer was advised the pump would be replaced and returned for analysis.